Event description:
Note: this report pertains to one of two devices used in the same procedure.it was reported to boston scientific corporation that a spyscope ds ii was used with a spy ds controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026.during the procedure, the controller had no visual display available. The procedure was not completed due to this event.there were no patient complications reported due to this event.

Manufacturer narrative:
Block d2b: subsequent product codes kqm, ntn.block h6:imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.block e1: (B)(6) hospital.(B)(6).